Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod for an unknown amount of time. It was also reported that the patient experienced an occlusion alarm. Symptoms reported include vomiting, dizziness, nausea, weakness and unable to walk. The patient also had a bronchitis infection which was treated with antibiotics. The patient was treated with lasix treatment and provided insulin through IV (intravenous therapy). The patient stayed in the hospital for two days before being released.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.